Event description:
It was reported that the tips of two pyrenees constrained cervical drivers were stripped intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the first of the two drivers.

Event description:
It was reported that the tips of two pyrenees constrained cervical drivers were stripped intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the first of the two drivers.

Manufacturer narrative:
Visual inspection was performed and confirmed tip fracture. Rotational deformation is observed just proximal to the fracture. The deformation is highly angulated, indicating higher than normal torque was applied to the driver during tightening. Higher than normal deformation observed in the second returned device also indicates excessive torque was applied. Device and complaint history records were reviewed for this lot number, no relevant manufacturing issues or similar complaints were identified. It was reported that the event occurred during final tightening, excessive force was not applied, and bone quality of patient was normal. The most likely cause of the reported event was determined to be multifactorial. The main contributing factor was determined to be normal wear due to be the high volume of usage of this instrument. An additional contributing factor is most likely the technique of multiple attempts of torqueing the screws during final tightening. Although this technique is not contraindicated, it increases the number of times torsional stress is applied to the driver and may cause device to fatigue more rapidly than normal.